Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, and a review of the alarm log were performed. No evidence of a panel lockout issue was found. However, the device was found to be non-conforming due to an unrelated issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the panel of a flo-gard infusion pump locked unexpectedly. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.